Event description:
It was reported that the left ventricular (lv) lead was not capturing and was noted with high threshold. The lv lead was turned off, but it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.